Manufacturer narrative:
Trolley weldment; lock tubes.

Event description:
It was reported by svc report that the cot had worn trolley weldment and lock tubes and collapsed into load position. There was pt involvement, however, no adverse consequences are reported.